Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was it confirmed that the staples were malformed? No information.

Event description:
It was reported that during an open low anterior resection, the firing force was higher than expected at the first firing and the device was fired forcibly. The cartridge was green. The staples seemed to be deployed. However, the doctor was concerned about the deployed staples formed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was it confirmed that the staples were malformed? --- no information. (B)(4).

Event description:
It was reported that during an open low anterior resection, the firing force was higher than expected at the first firing and the device was fired forcibly. The cartridge was green. The staples seemed to be deployed. However, the doctor was concerned about the deployed staples formed. Another device was used to complete the case. There were no adverse consequences to the patient.